Manufacturer narrative:
During testing and investigation, the device did not alarm with a s233 (over temperature-psc) malfunction alarm code; however, it was noted in the device history log. The probable cause of the s233 malfunction alarm code was an intermittent uic pwa. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with an s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with a note on the pump stating the pump alarmed with an s233 high temperature alarm. The customer contact indicated that the malfunction alarm was noted during delivery. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapy to this patient. No medical interventions were reported. No additional information was provided.